Event description:
The patient was trying to schedule an MRI and the MRI facility was ¿requesting paperwork¿ for their pump. The patient stated their pump was implanted in 2004 and had been "inactive" for the past 2 years. The patient has not had any drug in the pump in 2 years. The patient stated that the pump would alarm from time to time. On (B)(6) 2014, the patient further reported that they had not used their pump in 2 years due to ¿not needing¿ it and that the alarm had been going off and the pump was also empty. It was reviewed that the patient could have the alarm silenced but the patient did not have an hcp for their pump as their insurance changed. The patient was still waiting to schedule the MRI for ¿new pain¿ and was frustrated. On (B)(4) 2014, information received reported the patient did not have concerns regarding their device or therapy. Interventions, drug or outcome were not reported. Further follow-up is being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Additional information received reported that the empty reservoir alarm was not confirmed through telemetry. The drug was decreased to morphine 1.0 mg/ml and baclofen was cleaned out with saline because the patient wanted to deactivate pump. This occurred on (B)(6) 2011. The patient was informed that the pump would alarm. The patient did not want to rely on pain medication in pump anymore. Other medication (oral, etc.) The patient was taking at the time of the event included neurontin 300 mg. The patient had not been seen by the health care professional in follow-up since (B)(6) 2011. The pump was used to infuse morphine, start date (B)(6) 2004 and end date of (B)(6) 2011 and baclofen start date (B)(6) 2004 and end date of (B)(6) 2011.